Event description:
During service of product unit was found to not cycle, with all lens and constant single tone alarm, due to integrated circuits u9, u27 and u28 or the logic board being out of spec. Replaced u9, u27 and u28.